Event description:
Reportedly, upon interrogation of the device, noise on both the atrial channel and ventricular channel was noted. This noise fell in the vf zone of the device but was not long enough to cause therapy. The doctor involved wishes assurance that this is not a header issue.

Manufacturer narrative:
The device ICD was implanted in 2021 with 2 leads (rv and ra leads are manufactured by boston scientific). Review of the patient files provided dated 16 september 2025 led to the following observations: - since (B)(6) 2025, ventricular autosensing histograms showed sensing near the borderline zone (0,4mv) during vf, which could indicate potential sensing issues at ventricular level. Since (B)(6) 2025, rv lead impedance and rv coil continuity measurements were stable within normal range. All episodes (4) recorded in the device memory showed ventricular noise oversensing, with a noise pattern regular and superimposed with physiological signals, all around 9-11am (first episode on sunday, then the last 3 episodes on tuesday). No inappropriate therapy was delivered. The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz. Note that the implant manual warns the patient about the ¿potential risks of defibrillator malfunction if he is exposed to external magnetic, electrical, or electromagnetic signals¿: based on available data, no issue is suspected on the subject ICD. However, careful monitoring of this phenomenon should be performed upon each follow-up. This case is retained and utilized for trend purposes.